Manufacturer narrative:
(B)(4). Should additional information become available this investigation will be updated.

Event description:
Boston scientific received information that this right atrial lead which had previously been surgically abandoned due to a titanium allergy was exposed from the skin. A procedure was performed as a result of an infection. When attempting to extract this right atrial lead only the conductor coil was removed and the lead insulation remained in the patient. A laser sheath was inserted into the patient, but it would not advance beyond the positive electrode as the vessel had severe curve. This right atrial lead was then attempted to be removed with a laser but failed. Finally an ablation catheter was used to withdraw the insulation which was also not successful. The patients blood pressure dropped and a thoracotomy was performed. There was noted damaged around the svc tissue and it was noted there was tissue adhesion on the insulation. The right atrial lead was finally withdrawn by the ablation catheter, but was appeared fractured around the subclavian. The lead will not be returned for analysis. No adverse patient effects were reported.